Event description:
A hospital in (B)(6) reported that "sparking" was suspected from the heater wire of an rt330 infant optiflow circuit during patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt330 circuit was returned to fisher & paykel healthcare (B)(4) for evaluation. A heater wire resistance test was performed on the circuit. Results: the heater wire of the complaint rt330 circuit was found to be open circuit. Visual inspection revealed that there was discoloration at the overmoulded plug of the heater wire pins on the rt330 circuit. A lot check was not performed as no lot number was provided. Conclusion: the failure mode was determined to be a break in the connection between the heater wire and the heater wire pin. The fault observed can be associated with insufficient connection between the heater wire and the heater pins, such that it is unable to provide continuity for the full period of use for the product. Resistance tests and visual inspections are performed on all breathing circuits during production and those that fail are rejected. (B)(4).